Event description:
Additional information received from the consumer reported the patient had the complete system removed in (B)(6) in order to have a magnetic resonance imaging (MRI) as the patient couldn't have a mylogram due to other medical condition. The reason for the MRI was to check back as the patient was involved in an auto accident.

Event description:
The consumer reported that the patient was in a car accident on (B)(6) 2016 and then had loss of therapy, pain at the implantable neurostimulator (ins) site, back discomfort, and back pain. After the car accident the patient was taken to the hospital. The pain increased when the patient was sitting a certain way. The patient's back pain was not related to their device or therapy as the patient had back surgeries before implant. The health care provider (hcp) had been notified and the patient was told to watch for discomfort and change in therapy. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.